Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 462 mg/dl. The customer also reported that the insulin pump had motor error alarm. They were able to clear the alarm and rewind the insulin pump. The drive support cap appeared normal. The customer reported that she had magnetic resonance imaging and had not removed the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarm. Device received with cracked reservoir tube lip and cracked battery tube threads. The test infusion set and reservoir does lock into place.